Event description:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5072031) on 25-sep-2017. The most recent information was received on 23-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: distal tip in posterior position, coil then traveling anterior and slightly latereral like a reverse c configuration, not in lumen of tube."), pelvic pain ("severe chronic pelvic pain") and palpitations ("heart palpitations") in a (B)(6) female patient who had essure (batch no. 910507/ 12535854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test." Concomitant products included buspirone hydrochloride (buspar), escitalopram, metoprolol, sumatriptan (imitrex) and topiramate (topamax). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fatigue ("fatigue"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), palpitations (seriousness criterion disability), migraine ("severe migraines"), anxiety ("anxiety"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloating"), dysmenorrhoea ("painful periods/dysmenorrhea (cramping),") and back pain ("back pain"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced headache ("headache") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced depression ("psychological or psychiatric problems condition: , depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with nitrofurantoin (macrobid), naproxen, vicodin, surgery (hysterectomy with bilateral salpingectomy) .essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and headache outcome was unknown, the pelvic pain, migraine, anxiety, weight increased, dysmenorrhoea, urinary tract infection, nausea, depression, dyspareunia and fatigue had resolved and the palpitations, alopecia, abdominal distension and back pain had not resolved. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, palpitations, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: she was told to have a hysterectomy in order to survive. Serious injury and disability/permanent damage, other serious (important medical event) is listed in the sections event report type and event outcome, however, disability/permanent damage were mentioned but not specified and/or assigned to one of the events, as there is no serious injury which is related to an event, all events were considered other event. Plaintiff's physician has recommended surgical removal of the device. Plaintiff is waiting on approval from her health insurance to schedule the removal surgery. She will be forced to undergo a major surgery as a result of her essure. Lot number: 910507 manufacture date: oct-2011 expiration date: oct-2014 , lot number:12535854 manufacture date: aug-2012 expiration date: aug-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: event she did not undergo confirmation test, infection (bladder/ urinary tract/vaginal) type: uti, malposition of essure device location of device: distal tip in posterior position, coil then traveling anterior and slightly latereral like a reverse c configuration, not in lumen of tube, nausea, psychological or psychiatric problems condition: depression,dyspareunia (painful sexual intercourse), fatigue, weight gain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.